Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("heavy bleeding") in a female patient who received essure (ess205). The occurrence of additional non-serious events is detailed below. On (B)(6) 2004, the patient started essure (ess205). On an unknown date, the patient experienced genital haemorrhage (serious criteria medically significant and clinically significant/intervention required), pelvic pain ("pain"), abdominal pain ("cramps"), depression ("depression") and mood swings ("mood swings"). The patient was treated with surgery (hysterectomy, essure removed on (B)(6) 2015). Essure (ess205) was withdrawn. At the time of the report, the genital haemorrhage, pelvic pain, abdominal pain, depression and mood swings outcome was unknown. The reporter considered genital haemorrhage, pelvic pain, abdominal pain, depression and mood swings to be related to essure (ess205). Company causality comment: this non-medically confirmed spontaneous legal case report refers to female consumer who had essure (fallopian tube occlusion insert) inserted and she presented heavy bleeding (seen as genital haemorrhage). A hysterectomy was performed to remove micro-inserts around 11 years after insertion. The reported event is serious due to medical importance and anticipated in essure's reference safety information. After essure insertion abnormal genital bleeding and menses pattern changes may occur. In this specific case, consumer presented the event after insertion. Considering compatible temporal relationship and absence of alternative explanation, causality cannot be excluded. This case was regarded as incident, since device removal was required. The product technical analysis has been sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (ess205) (batch no. 12265648) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine cervical squamous metaplasia, adenomyosis, endometriosis, dysmenorrhea, menorrhagia, multiparous and uterine enlargement. On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding / abnormal bleeding"), abdominal pain lower ("cramps / cramping"), depression ("depression"), mood swings ("mood swings") and anxiety ("anxiety"). The patient was treated with surgery (hysterectomy / surgery to remove essure). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, depression, mood swings and anxiety outcome was unknown. The reporter considered abdominal pain lower, anxiety, depression, genital haemorrhage, mood swings and pelvic pain to be related to essure (ess205). The reporter commented: right tube had 5 coils and left fallopian tube had 4 coils. Most recent follow-up information incorporated above includes: on 9-dec-2020: medical record received lot number was added. Reporter information, medical history and patient aka name were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (ess205) (batch no. 12265648-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine cervical squamous metaplasia, adenomyosis, endometriosis, dysmenorrhea, menorrhagia, multiparous and uterine enlargement. On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding / abnormal bleeding"), abdominal pain lower ("cramps / cramping"), depression ("depression"), mood swings ("mood swings") and anxiety ("anxiety"). The patient was treated with surgery (hysterectomy / surgery to remove essure). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, depression, mood swings and anxiety outcome was unknown. The reporter considered abdominal pain lower, anxiety, depression, genital haemorrhage, mood swings and pelvic pain to be related to essure (ess205). The reporter commented: right tube had 5 coils and left fallopian tube had 4 coils. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-dec-2020: quality department confirmed that the reported essure lot number was not valid. Incident: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (ess205) (batch no. 12265648-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine cervical squamous metaplasia, adenomyosis, endometriosis, dysmenorrhea, menorrhagia, multiparous and uterine enlargement. On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding / abnormal bleeding"), abdominal pain lower ("cramps / cramping"), depression ("depression"), mood swings ("mood swings") and anxiety ("anxiety"). The patient was treated with surgery (hysterectomy / surgery to remove essure). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, depression, mood swings and anxiety outcome was unknown. The reporter considered abdominal pain lower, anxiety, depression, genital haemorrhage, mood swings and pelvic pain to be related to essure (ess205). The reporter commented: right tube had 5 coils and left fallopian tube had 4 coils. Lot #12265648 is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jan-2021: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("heavy bleeding / abnormal bleeding") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramps / cramping"), depression ("depression"), mood swings ("mood swings") and anxiety ("anxiety"). The patient was treated with surgery (hysterectomy / surgery to remove essure). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, depression, mood swings and anxiety outcome was unknown. The reporter considered abdominal pain lower, anxiety, depression, genital haemorrhage, mood swings and pelvic pain to be related to essure (ess205). Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 10-nov-2017: new event anxiety was added. Surgical treatment and incident category was updated from heavy bleeding to pelvic pain. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type initial indicates here initial submission by the new legal manufacturer only. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore, no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 3-jan-2017: quality safety evaluation of ptc. Company causality comment: this non-medically confirmed spontaneous legal case report refers to female consumer who had essure (fallopian tube occlusion insert) inserted and she presented heavy bleeding (seen as genital haemorrhage). A hysterectomy was performed to remove micro-inserts around 11 years after insertion. The reported event is serious due to medical importance and anticipated in essure's reference safety information. After essure insertion abnormal genital bleeding and menses pattern changes may occur. In this specific case, consumer presented the event after insertion. Considering compatible temporal relationship and absence of alternative explanation, causality cannot be excluded. This case was regarded as incident, since device removal was required. A product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.